Manufacturer narrative:
Additional information: delivery system flushed per during preparation. Leak was noted during inflation. Leak was coming from balloon hub. Intervention was required to remove balloon. To complete the procedure the device was removed from the sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the leak was located at the balloon catheter hub. The device was removed from the patient without intervention and a new balloon was used to complete the procedure. Device evaluation a visual inspection of the device could find no stretching/damage to the device. The guidewire lumen was found to be blocked with biologics and could not be flushed. The guidewire could not be fully loaded through the lumen. Negative prep was performed, and no bubbles were noted. The device was pressurised to nominal pressure of 8 atms but the balloon would not inflate and no leak was found at the hub. The device was pressurised to rated burst pressure of 16 atms but the balloon would not inflate and no leak was found at the hub. The device was flushed with cidex and soaked in warm water overnight to try and clear the inflation lumen, but this was not successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an admiral xtreme pta balloon during treatment of the patient¿s common iliac artery. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device form the packaging. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was noted during advancement. It is reported inflation difficulties were noted due to pressure leakage. The device was removed from the patient and the procedure was completed. No patient injury reported.